Manufacturer narrative:
E1: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in switzerland. On 30-may-2024, it was reported by the patient that infusion set was leaking from insertion site within one day of use. No further information was available.